Manufacturer narrative:
Per the tandem user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always ensure that the am/ pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to not having been adjusted for daylight saving. Customer's blood glucose level was 71 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.